Manufacturer narrative:
Upon investigation, it was noted the limit switch was inoperable and the sling bar cover was missing. The lift strap has at some point been incorrectly fitted resulting in the patient to drop a short distance. According to 3en200405 rev.10, hill-rom states how to mount a lift strap correctly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the limit switch and added a sling bar cover to resolve the issue. The technician fully inspected the lift and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer, the lift strap lowered a small distance. The device was located at lisclare limited at the time of the allegation. A member of the account's staff was off work following this incident, but it is not possible to confirm if the cause of the absence from work was due to this incident with the hoist or attending to the pupil. (B)(4).